Event description:
New information received notes the implantable cardioverter defibrillator was repositioned during the right ventricular lead replacement procedure on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further investigation will not be required as the device has not been returned.

Event description:
Related manufacturer reference number: 2017865-2019-13734. It was reported that the patient presented in the emergency room with inappropriate shock. Upon review, the right ventricular lead had dislodged and exhibited oversensing, which led to the high voltage therapy. Chest x-ray performed on (B)(6) 2019 revealed the implantable cardioverter defibrillator had migrated and caused the right ventricular lead dislodgement. No intervention was performed.